Manufacturer narrative:
Ocd performed retained testing and a batch review. Both the retained testing and batch review were satisfactory. Serological and analytical tests were performed on the returned vial. Weaker than expected results were obtained with the serological testing. Analytical results indicate that a higher concentration of albumin was present in the opened returned vial. Investigation in progress. There are no other complaints against this lot of product. Customer reported that other vials of the same lot appear satisfactory. (B)(4).

Event description:
Customer reported that one vial of anti-d bioclone, (B)(4), resulted false negative with a previously tested rh positive sample and with qc. Customer site has a policy that they must retype patient samples before crossmatching extra donor units. The discovery was made when the vial in question was used for retyping a previously tested rh positive sample. Customer then performed qc on the vial in question and a negative result was obtained. No erroneous results were reported.